Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fatal error. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had database bloat (~10 gigabytes) and a recurring synchronization failure associated with insert into tx.pharmacyorderitemtransaction retry errors. A technical support specialist (tss) executed full data synchronization on the backend to resolve the synchronization failure and reduce database size, after which the customer was informed and asked to validate system functionality. The system functioned as intended after the technical support specialist troubleshot the device.